Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger had been over-rotated. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and blood and tissue were present.

Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The handle broke when the clinician attempted to deploy the capsule. Upon removal from the pt the capsule fell off of the delivery system. No serious injury to the pt was reported.